Event description:
During a routine follow-up, an attmepted number of maneuvers to facilitate the telemetry link were unsuccessful. Based on the known crystal oscillator anomaly, the decision was made to explant the device.